Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the laser was not working and alarm sounded when turned on. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to confirm a nonconforming laser. The company service representative found a nonconforming gas hose, which is unrelated to the reported event. The interface breakout printed circuit board (pcb) and the gas supply hose were replaced. The system was then tested and met all product specifications. The system was manufactured on april 21, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The printed circuit board (pcb) was received for evaluation. A visual assessment showed that a component nonconforming had a crack. The root cause of the reported event can be attributed to nonconforming component the interface pcb. An internal investigation was opened for this issue. (B)(4).